Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient felt an increase in pain at an unspecified date. The patient was also experiencing a lack of efficacy. The hcp decided to bring the patient in for a pump catheter revision on (B)(6) 2017; there was no flow when aspirating from the catheter access port (cap). When the pump segment was cut, there was a residual flow, and a new connector was added. The explanted pump segment would be returned for analysis. Aspiration was achieved after through the cap. It was unknown what factor might have led or contributed to issue. A dye study was done, and they were not able to aspirate. A new pump segment was put on the catheter. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
The previous regulatory report "pump logs indicated that the drug being delivered was 20 mg/ml bupivacaine at 4.913 mg/day" should have been reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs indicated that the drug being delivered was 20 mg/ml bupivacaine at 4.913 mg/day.

Manufacturer narrative:
Analysis of the catheter found ¿catheter body ¿ damage to transition tube¿ and ¿catheter body ¿ kink observed¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Pump logs indicated that the drug being delivered was 20 mg/ml bupivacaine at 4.913 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer for analysis. No further complications were reported/anticipated.